Manufacturer narrative:
H6-code 3221: a request was emailed to the corresponding author to provide additional information like patients information (name , ID, age, gender, dob, weight), serial numbers, date of procedures, onset dates of the endoleaks type 2 and 1b and dates of reinterventions, dicom imaging series, suspected causes of endoleaks, aneurysmal sac growths, seal zones within the IFU, etc. The corresponding author replied, that because of privacy reasons, his institution does not allow to give additional detailed information. The serial numbers were not disclosed to gore. Therefore a review of the manufacturing records could not be performed. The devices remain implanted in the patients. Therefore device evaluations could not be performed. Dicom imaging series of the cases were not disclosed to gore. Therefore imaging evaluations could not be performed. With no additional information provided, gore is unable to perform further investigations of this incident. Based on the literature and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
All incidents reported within this literature are related to endoleaks. It appears that in total 16 patients presented with an endoleak. For now, patient-specific data and serial numbers of the devices are unknown. Therefore, only one report is being submitted. Patient identifiers remain unknown, therefore the gore case reference number was used. Patients age was not given, therefore, the mean age given within the literature was used. Patients gender: vast majority of the patient cohort is male. The date of event remains unknown, therefore the date the date the literature was first published was used as the date of the event. A request was emailed to the corresponding author to provide additional information like patients information (name , ID, age, gender, dob, weight), serial numbers, date of procedures, onset dates of the endoleaks type 2 and 1b and dates of reinterventions, imaging series, suspected causes of endoleaks, aneurysmal sac growths, seal zones within the IFU, etc. If additional information will be provided the appropriate evaluation will be performed. The devices remains implanted in the patients. The serial numbers of the devices remains unknown.

Event description:
The following literature was reviewed ¿a five-year computed tomography follow-up study of proximal aortic neck dilatation after endovascular aortic repair using four contemporary types of endograft mathieu deltomme, steven van den berge, hozan mufty, annouschka laenen, sabrina houthoofd, inge fourneau, geert maleux cardiovasc intervent radiol (2021) 44:1384¿1393 https://doi.org/10.1007/s00270-021-02913-2 received: 24 march 2021 accepted: 29 june 2021 published online: 6 july 2021 this is a retrospective study of 120 patients presenting with asymptomatic abdominal aortic aneurysms and undergoing elective infrarenal endovascular abdominal aortic aneurysm repair (evar) between 2007 and 2015. Four cohorts of 30 patients were treated with endovascular aortic repair using four different types of contemporary endografts, namely enduranttm stent graft system (medtronic), gore® excluder® aaa endoprosthesis (w. L. Gore & associates), zenith endovascular graft (cook medical) and ovation® abdominal stent graft platform (endologix). This study analyzed the progressive increase in proximal neck diameter from preoperative baseline up to five years of follow-up. An interaction test was used to test whether the evolutions over time were different between the four types of endograft. In the cohort of patients treated with gore® excluder® aaa endoprostheses the following events were reported within the literature: type 2 endoleaks were detected in 15 patients. In four patient the type 2 endoleak required embolization. A late distal type ib endoleak was detected in one patient. The type 1b endoleak was managed using proximal internal iliac artery coil embolization and endograft extension into the external iliac artery.